Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt underwent weight loss surgery and has lost a significant amount of weight. Consequently, the pt experienced difficulty communicating with her scs ipg and the charger. The pt stated she lost stimulation therapy sometime in (B)(6) 2013, because of not being able to recharge her scs system, and due to complications from the abdominal surgery. Surgical intervention may be undertaken at a later date to address the issue.